Manufacturer narrative:
Initial reporter address: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location of the homechoice cassette was noted, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during an unspecified dwell of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unknown location that led to this alarm; described as ¿some solution noted over the table¿. Renal therapy services (rts) assisted the patient to clear the alarm and discard the supplies. The hp finished the therapy manually. There was no report of patient injury or medical intervention associated with this event. No additional information is available.